Manufacturer narrative:
The event description has been corrected: the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer 7 months after primary. The surgery was completed successfully. On (B)(6) 2021, the surgeon removed the spacer they made (femur and tibia) only to implant another insert and femur to act as a spacer since the infection had not cleared up yet.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer 7 months after primary. The surgery was completed successfully. On (B)(6) 2021, the surgeon removed the spacer they made (femur and tibia) only to implant another insert and femur to act as a spacer since the infection had not cleared up yet.

Manufacturer narrative:
Batch review performed on 12 april 2021: lot 181284: (B)(4) items manufactured and released on 30-apr-2018. Expiration date: 2023-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another devices involved: batch review performed on 12 april 2021: moto partial knee 02.18.if4.09.lm tibial insert fix s4 lm - 9mm (k162084) lot. 177925: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Batch review performed on 12 april 2021: moto partial knee 02.18.tf4.lm tibial tray fix cemented s1 lm (k162084) lot. 167748: (B)(4) items manufactured and released on 13-feb-2017. Expiration date: 2022-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer 7 months after primary. The surgery was completed successfully.